Event description:
During robotic single-site cholecystectomy, pt was in reverse trendelenburg. Bed began to level out on it's own, with the head moving up and the feet moving down. Robot was still docked into pt at this time, and portion of single site port came out of pt due to unspaced pt position change. Staff members were not in contact with remote/bed when initial movement occurred. Doctor (B)(6) grabbed the remote and raised the bed back to robot height as quickly as possible. Doctor (B)(6) scrubbed in to assist with pt care and finished the case laparoscopically. After the case was finished biomed staff checked the table and could not find any problems. Service rep arrived later in the day and began investigation. Except from service report below: all functionality was tested with an without pt weight load (B)(6). Inspected all mini-valve assemblies, performed full electrical system inspection and inspected trend/rev-trend hydraulic cylinder. No issues were discovered and readings were at specification. Removed and inspected non-return check valve and spring assembly. No issues found. Inspected pendant control and noted physical damage to pendant body and loose cord to table connector. Advise replacement. Ran continual checks and diagnostics on table and could not replicate the symptom. Following pendant control replacement, table is ready for further use.